Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical pump was over infusing. A fluorouracil infusion was to run for 46 hours and about 3 hours and 30 minutes before it should have ended, the pump alarmed that it was done. Upon inspection, there was no residual volume in the pump.